Event description:
It was reported to medtronic minimed that the customer experienced no communication between the insulin pump and the transmitter, flashing medtronic logo, lost sensor alarm. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was performed. Customer reported a flashing medtronic logo on the screen that was not a single flash. Confirmed transmitter serial number was programmed in manage devices screen. No harm requiring medical intervention was reported. The customer will discontinue the use of the mmt-1884 and revert to the backup plan as per health care professional instructions. No product return is required for mmt-7841zn. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test or verify sensor signal/lost sensor/loss of communication and downloads due to flashing medtronic logo. Unable to download history files and traces using [thus / thump] due to flashing medtronic logo. Pump was cut open to perform visual inspection and found [physical or moisture damage] on [pcba 1 / pcba 2 / force sensor / motor]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: [noted cosmetic damage]. Flashing medtronic logo was observed during analysis due to moisture damage on [pcba 1 / pcba 2 / force sensor / motor] / [isolated to electronic stack]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.